Event description:
Pt-self tester reports inconsistent results with the protime microcoagulation system. Protime generated 3.0 inr. Pt self-tester immediately retested and protime generated 0.8 inr. Additional retests generated an on-board qc out of range error and battery error. Pt's therapeutic range: 1.0-2.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# was not provided by the customer. Method: actual device not evaluated. Process evaluation performed. No ncmrs identified for this instrument.